Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per complaint details, during the thr the ¿broach is too worn to fit the broach handle¿. Reportedly, the procedure was finished with a change in technique without delay or patient harm/injury. It was communicated that the requested medical documentation would not be provided for inclusion in the medical investigation. The device wear was reportedly the cause of the event. No patient injury or surgical delay was reported and the procedure was reportedly completed with a change in technique; therefore, no further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr procedure, anthology anterior broach size 1 is worn. No harm or injury reported on patient. Procedure was finished with a change in technique. No delay reported.